Event description:
It was reported during testing of the epg (external pulse generator) by the biomed, the ventricular output was measuring lower than the device settings. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Heart lead flex is out of specification (diode shorted). Lower case and both bail covers are broken. Ring cover, both bails, and ring are missing.